Manufacturer narrative:
One speedband superview super 7 device was returned for evaluation. A visual examination of the device noted presence of residue indicating use/handling. An examination of the ligator head found the suture to be intact and attached to both the ligator head and the trip wire loop. The white band and two blue bands had been deployed and were not returned, four blue bands remained on the ligator head and were moved out of position. The ligator head teeth were damaged. The trip wire was kinked, was not secured in the handle assembly slot and not wrapped around the handle assembly spool. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. The handle spring had been removed by the user and the handle assembly spool was damaged /scraped on the surface where the spring had been attached. The injection septum had been dislodged. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not able to be confirmed. It does not appear that the trip wire was cinched in the handle slot during set up per the directions for use (dfu). Failing to properly set up the device would impact the deployment activity of the bands. Therefore the most probable root cause classification of this complaint is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not release the first band on the lesion. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not release the first band on the lesion. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.